Event description:
The customer reported that during use of the suture hook 45 degree left in an arthroscopic bankart repair procedure on (B)(6) 2014, the tip of the suture hook broke off inside the surgical site. The broken tip was retrieved/removed from the surgical site with no additional issues reported. The procedure was completed as intended with the use of a backup suture hook. No further complications, patient injury or surgical delay was noted.

Manufacturer narrative:
As reported, neither the broken suture hook tip or suture hook handle are expected for evaluation, as they were discarded in the "sharps container" at the user facility. Without the actual product, an evaluation could not be performed and the root cause of the reported breakage was unable to be determined. There was no lot number provided by the customer; therefore, a DHR review could not be performed. However, a review of the customer's purchase history for this catalogue number revealed this suture hook was at least 5.5 years old. This suture hook is a limited reuse device (5 procedures) and the number of uses was not available from the customer. Due to the age of this device, it is highly likely this suture hook was used well past its life expectancy. Over extended use and improper handling of the device can cause wear, damage and/or breakage to the suture hook, which the user experienced. To reduce the risk of the tip breakage and patient's injury the information for use (IFU) provides the following warnings and precautions: -do not exceed five (5) procedures per limited reuse suture hook. -if the hook or needle bends during use, immediately discontinue use and discard. There is an increased risk of hook or needle breakage and unintentional patient injury may result. -avoid lateral stresses to the instruments or device function may be compromised. There is an increased risk of hook or needle breakage and unintentional patient injury may result. -avoid mechanical shock or over stressing the instrument which may shorten the life of the instrument. -do not use if parts are broken, cracked or worn, or device function may be compromised. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Device disposed of at user facility.